Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to b3-date of symptom occurrence: end of 2024 additional, changed, and/or corrected data: b3, h6.

Event description:
Physician reported left side capsular contracture baker grade iii and minimal accumulation of fluid around the implant confirmed by MRI. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and minimal accumulation of fluid around the implant confirmed by MRI. Patient received treatments of nsaids and pancef. Device has been explanted.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.